Event description:
Complainant alleged that during functional testing, the device displayed a "pacer fault 121" message, a "pacer fault 122" message, a "pacer fault 123" message, and a "pacer fault 126" message. Complainant indicated that there was no patient involvement in the reported malfunction.